Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio inrs: (5.0, 3.1, 5.3), ref: 6.7, mean: 5.03. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (5.0, 3.1, 5.3), mean: 4.47, sd: 1.19, %cv: 26.71, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. Per complaint, user reported milking pt finger in the attempt to collect sufficient same for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. This may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed on reported lot number 270564. Test results as follows: donor 1, inratio results: 1.9, 1.9, 1.7, reference: 2.01, bias threshold: 1.01 - 3.01, %cv: 6.30. Donor 2, inratio results: 2.9, 2.7, 2.7, reference: 2.83, bias threshold: 1.83 - 3.83, %cv: 4.17. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Analysis of the client's data from repeat inratio tests reveal that test results did not meet precision criteria. Root cause could not be determined. Customer's improper operational technique cannot be ruled out as a cause for unexpected inr results. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio results: 5.0, 3.1, 5.3. Lab: 6.7. Time between testing was five mins. Pt's therapeutic range is 2.0-3.0. Last dose of coumadin was day before ((B)(6) 2012). Customer reported milking the pt's finger in the attempt to collect sufficient sample for test.